Manufacturer narrative:
H.6. Investigation summary thirty safetyglide needle assemblies were received and evaluated. Twenty-nine were in fully sealed blister packs from batch 0037239 and one was loose with and opened blister pack from the same batch. The loose needle assembly appeared to be manipulated as the safety shield was activated and dried white fluid was present inside the hub. The twenty-nine in sealed blister packs were visually inspected with no indication of a clogged cannula. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. DHR review: release date: (B)(6)2020. Released quantity was (B)(6). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0037239 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that needle sftygld 25x1 rb was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the needle stopped working mid injection. I have a box of 25g x 1 safety needles that are almost full and on 2 different occasions the needle has stopped working mid injection. Lot 0037239. Expiration 1/31/2025 . Reference 305916.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 25x1 rb was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the needle stopped working mid injection. I have a box of 25g x 1 safety needles that are almost full and on 2 different occasions the needle has stopped working mid injection. Lot 0037239 expiration 1/31/2025 reference 305916."